Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had excessive no delivery alarm. Customer's blood glucose was 302 mg/dl. The patient has tried different cannula lengths. The patient's insulin is not expired or denatured. The patients does rotate site and avoids scar tissue. Customer stated the tubing is not bent. Customer stated they have tried all remedies. Customer was advised that the device would be replaced. The customer was advised to retrieve and save pump settings. The customer was advised to revert to backup plan. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. Customer was advised at this time displacement test and manual prime were successful and motor alarm did not recur. Customer was advised to monitor pump. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl.